Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, (B)(6). It was reported that on (B)(6) 2026, an unknown size navitor valve was implanted in the patient using a small flexnav delivery system. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 7.7mm. After the implant, a first-degree heart block was noted in the patient. On (B)(6) 2026, a permanent pacemaker was implanted in the patient. The patient was reported recovered.

Event description:
Clinical information: crd_1059 - vista nova study, (B)(6). It was reported that on (B)(6) 2026, an unknown size navitor valve was implanted in the patient using a small flexnav delivery system. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 7.7mm. After the implant, a first degree heart block was noted in the patient. On (B)(6) 2026, a permanent pacemaker was implanted in the patient. The patient was reported recovered.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported surgical intervention was result of case specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.